Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome and spinal pain. It was reported that the patient has stimulation in the stomach and not in the back. The patient was forwarded to their healthcare provider (hcp) to address the issue. The patient stated that the stimulation has been in their stomach for 6-7 months. No further complications were reported or anticipated.